Event description:
A wet tap was reporting during a permanent implant procedure. In turn, the physician performed a blood patch. The patient had no documented symptoms from the csf leak. The issue has since resolved.